Event description:
It was reported that during testing, the device would show "abnormal energy delivered" when defibrillation energy was delivered. This failure occurred using both the hard paddles and the hands free cable. Upon initial evaluation by a field service representative, it was found that the device had logged a potentially critical fault code as well. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.